Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet pump during outdoor physical activity, the user experienced hypoglycemia with a blood glucose level of 49 mg/dl and self-treated with oral glucose (skittles), after which glucose levels normalized within about 45 minutes. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize the overall health impact beyond the documented low glucose event. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or involved device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.